Event description:
Trinity revision of the cup, liner, head and screws after approximately 5 years and 2 months due to loosening of the cup. Please note: the trinity biolox delta ceramic liner which is associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per (B)(4) final report: it was confirmed that x-rays, operative notes, patient details, and the explanted devices could not be provided for this case and thus the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported loosening has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report: it has been confirmed that x-rays, operative notes, patient details and the explanted device are not available for this event and thus the investigation is very limited. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Details of these reviews will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 5 years and 2 months due to cup loosening.